Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a red service alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a red service alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. During the evaluation the device failed a test step. The device's blower was replaced to address the issue. The device was updated to the most current version; it passed the tests correctly.